Event description:
Facility's biomed reported a pump with a failure code 810:04 the biomed stated that the facility had no report of patient injury or medical intervention occurring as a result of this situation. Despite baxter's efforts to obtain additional information, no further information was available at this time regarding whether or not the device was in use on a patient when the failure occured. No additional contact could be indentified by the facility.